Event description:
Kangaroo joey enteral feeding pumps (rental) discovered not passing their recommended testing. Various problems some associated with error codes and others not performing with-in the recommended volumetric delivery accuracy.